Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). Quality controls were within acceptable range. Upon the ccc specialist's instructions, the customer reseated the reagent arm (r2) probe tip, checked the tubing nut and aligned it, and verified all alignments. The customer performed a five test precision testing on a sample and all results were 0.00 ng/ml. A siemens customer service engineer (cse) was dispatched to the customer site. The cse ran a system check, which passed. A siemens headquarters support center (hsc) specialist reviewed the instrument data and determined that it was not matching with the customer's description. The instrument data showed that sample ID (B)(6) was processed once on the original instrument with the ltni result of 0.015 ng/ml. The instrument data showed that during the time of event, sample ID (B)(6) was also run on the original instrument, which gave an initial ltni result of 0.079 ng/ml and a repeat result of 0.020 ng/ml. The customer confirmed that the sample ID in question was (B)(6) and not (B)(6). The hsc specialist concluded that the potential cause of the issue was an identification issue during a manual review of the result. The cause of the discordant, falsely elevated ltni result on one patient sample is unknown. The instrument is performing within the manufacturing specifications. No further evaluation of the device is required. MDR 2517506-2018-00265 was filed for the same event.

Event description:
A discordant, falsely elevated cardiac troponin-I (ltni) result was obtained on a patient sample on a dimension exl 200 instrument. The initial result was not reported to the physician(s). The sample was repeated on the same instrument and on an alternate instrument, resulting lower. The result from the alternate dimension exl instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated ltni result.